Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in china.

Event description:
"Patient was diagnosed as thoracic aortic dissection. After the surgeon released the relay nbs plus at stage 4, it felt not fluently to retract, and just at the position of near the femoral artery when continue to pull the tip, the tip collapsed and failed to pull out with the delivery system." Patient outcome - "had to undergo the open surgery to take to take the tip out. Caused a great damage to patient's femoral and iliac vessels."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay nbs thoracic stent-graft with plus delivery system. The relay nbs plus device is not marketed in the us, however it is similar to the relay plus thoracic stent graft system approved for sale in the us (p110038). The event occurred in china.

Event description:
"Patient was diagnosed as thoracic aortic dissection. After the surgeon released the relay nbs plus at stage 4, it felt not fluently to retract, and just at the position of near the femoral artery when continue to pull the tip, the tip collapsed and failed to pull out with the delivery system." Patient outcome - "had to undergo the open surgery to take to take the tip out. Caused a great damage to patient's femoral and iliac vessels."